Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was received by baxter for evaluation. A visual inspection of the sample noted that the bladder of the device was ruptured in a footing position. Microscopic examination revealed markings on the interior surface of the bladder near the rupture line which indicated internal damage. The root cause of the malfunction is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is received a supplemental report will be submitted.

Event description:
It was reported that an infusor lv2 experienced a bladder rupture after 24 hours of normal functioning. This occurred during use. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested but was not available.